Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with 30 tacks. Visual inspection of the instrument noted the tube shaft was very bent at its base. Tacks were visible in the shaft. The instrument handle could be actuated but the device would not fire. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, when tacking up the mesh, the device had several misfires and the surgeon had to remove the fired tacks that fell into the patient cavity. All tacks were accounted for. There was no patient injury.